Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13..0/+1.50/x091 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vaulting. The lens was exchanged with a shorter lens. The problem was resolved.

Manufacturer narrative:
Method: the product was returned dry in a lens case/ vial and had clear surgical residue/ debris on the product. Visual inspection found the lens haptic broken. (B)(4).